Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 516 mg/dl. Customer's other blood glucose was 314 mg/dl. Insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Display did returned after pump restart. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.